Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with using gore® excluder® aaa endoprostheses. On an unknown follow up date, estimated to be on or about (B)(6) 2018 a distal type I endoleak originating from the contralateral leg was suspected and 5mm aneurysm growth was reported. On (B)(6) 2020, the patient underwent reintervention and an additional stent graft was to treat the distal type I endoleak and aneurysm enlargement. Intraprocedure imaging was not able to confirm a distal type I endoleak.